Event description:
Information received by medtronic indicated that the customer reporting on insulin flow blocked alarm. Troubleshooting was not performed. No further patient complications were reported. The product will not be returned for failure analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.